Manufacturer narrative:
An event regarding corrosion and metallosis (wear) between the head and stem involving a metal head was reported. The event was confirmed. Method & results: product evaluation and results: material analysis was performed and concluded that "debris was observed at multiple locations on the stem as well as on the head. Damage consistent with the explantation process in addition to the cement-mantle breakdown process were observed on the stem. Burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Eds showed the stem was consistent with astm f1586 alloy, the head was consistent with astm f1537 alloy, the debris from the stem trunnion and head were consistent with an oxide, a corrosion product and biological material, and the debris from the stem body was consistent with an oxide, the stem base alloy and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated a medical review could not be performed as additional records such as operative reports and serial x-rays are required. Product history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for this lot. Conclusions: the reported event was confirmed based on the results of the material analysis. Material analysis was performed and concluded that "debris was observed at multiple locations on the stem as well as on the head.[...]"eds showed the stem was consistent with astm f1586 alloy, the head was consistent with astm f1537 alloy, the debris from the stem trunnion and head were consistent with an oxide, a corrosion product and biological material, and the debris from the stem body was consistent with an oxide, the stem base alloy and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Further information such as serial x-rays and operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Thr revision. As you will see from the x-ray, the cup had spun but the surgeon was also concerned about potential of metalosis. Surgeon said main reason for revision was for metalosis. When asked if the surgeon would have performed a revision on said patient had the cup been fixed appropriately and in the right position, he said he thinks so. He said patient was experiencing a lot of pain and he puts this down to the metalosis between head and trunion. Cup spinning was noticed via x-ray. Stem metalosis/trunionosis was noticed intra op as shown in pictures. The femoral head is one of the potentially affected heads as noted on this years lfit hazard.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Thr revision. As you will see from the x-ray, the cup had spun but the surgeon was also concerned about potential of "metalosis". Surgeon said main reason for revision was for "metalosis". When asked if the surgeon would have performed a revision on said patient had the cup been fixed appropriately and in the right position, he said he thinks so. He said patient was experiencing a lot of pain and he puts this down to the "metalosis" between head and "trunion". Cup spinning was noticed via x-ray. Stem "metalosis"/"trunionosis" was noticed intra op as shown in pictures. The femoral head is one of the potentially affected heads as noted on this years lfit hazard.